Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown rafn nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with an unknown retrograde/antegrade femoral nail (rafn), three (3) unknown distal locking screws, an unknown mesh plate for the patella, and seven (7) unknown screws on unknown date. On unknown date it was determined patient bone had healed but the patient had developed an infection at the implant site. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed intact. Surgery was completed successfully with no delay. Patient status reported as stable. This report is for one (1) unknown rafn nail this is report 1 of 4 for (B)(4).